Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The pusher wire and the introducer sheath were returned. The introducer sheath was inspected, and no damages were found. Twist lock was opened. Blood was noticed inside the introducer sheath. The pusher wire was kinked and detached at 13 cm from the distal section.

Event description:
Reportable based on device analysis completed on 30sep2022. It was reported that the device could not advance inside the catheter. The target lesion was located in the internal iliac vessel. A 10mm x 30cm interlock coil was selected for use. During preparation, the coil was stuck in the middle and could not advance inside the catheter. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the pusher wire got detached from the distal section.